Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm. Customer's blood glucose value was 136 mg/dl, 173 mg/dl. The customer was assisted with troubleshooting. Customer states they heard a vibrating sound and noticed that the insulin pump screen went black, so they changed the battery. Customer states they did not receive a low battery alert prior to the off no power alert. Customer states the battery was not previously used. Customer reports the insulin pump was not dropped. Customer states there were not unattended alarms. Customer states the battery cap was not loose, cracked or damaged. Customer states this was the second occurrence of off no power without a low battery warning. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. (B)(4).